Event description:
The customer reported "vent inop". When the ventilator was connected to the patient, the patient desaturated. Vent was pressurizing. The battery power supply was okay. It is unknown if the ventilator alarmed when the reported problem occurred.